Manufacturer narrative:
Sections with additional information as of 21-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 56, 50 and 58 mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-90 mg/dl. The customer feels well and did not report any symptoms. Customer states that he contacted his doctor today regarding the result low results but the doctor was not available he is waiting for him to call him back. The test strip lot manufacturer¿s expiration date is 08/28/2024 and open vial date was not disclosed, the product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 178 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 107 mg/dl, date: (B)(6) 2023, time: 10:54 am non- fasting. Result 2: 56 mg/dl, date: (B)(6) 2023, time: 7:16 am fasting. Result 3: 160 mg/dl, date: (B)(6) 2023, time: 9:09 pm non- fasting. Result 4: 114 mg/dl, date: (B)(6) 2023, time: 11:05 am non- fasting. Result 5: 50 mg/dl, date: (B)(6) 2023, time: 9:37am fasting.